Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the cause of the high impedance was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high impedance on contact 8, all combos 8, c 5k 8 and bipolars 11k. This contact is not used. It is unknown what interventions/actions were taken to resolve the issue. The issue has not been resolved.